Event description:
It was reported a health care provider was interrogating a pump and rec'd a pump memory error (pme) invalid telemetry message and was unable to clear it. It was recommended that the pump be re-interrogated and to try interrogating another programmer. It was not known if there was a therapy or medical problem. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).